Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 25 and 36 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. As treatment a new pod was applied.